Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on 04/02/13 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. Customer has not returned the test strips for evaulation. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to their feelings and or normal results. The reporter claimed obtaining blood glucose readings of "50 mg/dl at 7:28, 199 mg/dl at 10:45 after walking, 202 mg/dl at 1:51 pm, 216 mg/dl at 3:58". This complaint is being reported because the control solution test did not fall within range & the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.